Manufacturer narrative:
Product complaint #: (B)(4). Adverse event of incontinence was submitted via mw# 2210968-2019-90146. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of minimally invasive gynecology (2019); 26: 636-642. Doi: https://doi.org/10.1016/j.jmig.2018.06.015. (B)(4).

Event description:
It was reported in a journal article with title: mesh exposure after robot-assisted laparoscopic pelvic floor surgery: a prospective cohort study. The aim of this study was to determine the mesh exposure rate in a large cohort of patients undergoing robot-assisted laparoscopic prolapse surgery. This prospective cohort study involves 166 female patients with pelvic organ prolapse (pop) who underwent robot-assisted laparoscopic pelvic floor surgery from may 2011 to december 2015. Of these 166 patients, 66 female patients (mean age: 64.8±8.4 years; median bmi: 25.8; bmi range: 19.8-38.3) underwent robot-assisted laparoscopic sacrocolpopexy (rasc), and 100 patients (mean age: 59.0±11.0; median bmi: 24.8; bmi range: 17.9-44.1) underwent robot-assisted laparoscopic supracervical hysterectomy with sacrocervicopexy (rshs). After peritoneal incision and dissection of the vaginal wall, a suspension was performed with polypropylene (type 1, microporous polypropylene, weight 80-85 g/m2; prolene; ethicon). Two meshes were sutured to the anterior and posterior vaginal walls and configured into an ¿y¿ shape intracorporeally. The mesh was distally attached using nonabsorbable sutures (ethibond; ethicon) and anchored proximally to the sacral promontory using titanium tacks. Reported complication in rshs group included mesh exposure with minimal vaginal and postcoital blood loss (n-1) in which the mesh was excised and the vaginal wall was closed and supplementation with vaginal estrogens was started. Reported complication in rasc group included 2 sutures in the fornix posterior surrounded by granulation tissue (n-1) in which the sutures were removed and the granulation tissue was treated with silver nitrate, mesh exposure with dyspareunia (n-1) in which the mesh was excised and treatment with vaginal estrogens was restarted, transmural suture surrounded by granulation tissue resulting to urinary incontinence (n-1) in which the suture was removed and silver nitrate was applied to treat the granulation tissue. Reported complication included vaginal pain in which a suture was shimmering through the vaginal wall (n-1), and vaginal pain (n-2) which was treated with local estrogens. In conclusion, this large multicenter prospective cohort study shows a low incidence of mesh exposure after robot assisted minimal invasive abdominal prolapse surgery.